Event description:
It was reported to boston scientific corporation that an orise proknife was used during procedure on (B)(6) 2026. During the procedure, the electrode became unable to retract. Another orise proknife was used to complete the procedure. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; the electrode was broken/separated. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the investigation analysis of electrode detached. Block h11: investigation results: the orise proknife was returned for analysis. Visual and microsope analysis revealed that the catheter was kinked, and the electrode was broken/separated. Based on the available information, this issue likely has occurred due to procedural factors, such as the length of time that the device was used, power settings required, handling technique, and/or tissue composition resulted in the electrode damage. Subsequent use of the electrode resulted in the break/separation of the component. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.